Event description:
It was reported that lv output issue was observed, due to myopotential oversensing. Programming changes and dft testing was recommended. The patient has no presented to the clinic to make the changes. No further information was provided.